Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced hyperglycemia event on 23-feb-2025. The blood glucose level was high at the time of event and the patient got treated correction bolus via multiple daily injection (mdi). No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 5.

Manufacturer narrative:
Supplemental report 01 (B)(4) - MDR 3003442380-2025-07130. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6009609 in question was manufactured at the reynosa site. Complaint investigation results: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6009609 was manufactured according to the work instruction (wi) version 117 manufactured in the line inset 8, on 07/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on (B)(6) 2025 against malfunction code no malfunction based on complaint information, harm code mild to moderate diabetic ketoacidosis which the patient is able to selfmanage (elevated blood glucose level and symptoms e.g., frequent urination, increased thirst, increased hunger, blurred vision, fatigue, headaches, abdominal pain, small to moderate ketones, confusion, patient describing feeling sick) and lot 6009609 and no other complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.